Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device was returned for evaluation. The pump passed all tests and it was determined there was no problem with the device. No rework or repair was required. This complaint cannot be confirmed. No corrective action is required and no further action is warranted at this time. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a shoulder procedure, they lacerated the tubing twice trying to install it on the pump. They also experienced inconsistent pressures and the shoulder extravasated more than expected. The procedure was delayed approximately 5 minutes. The case was completed with the same pump. Additional information received by mitek complaints on 2-19-15: the sales rep reported that the joint space got a little tight but the surgeon was able to complete the procedure as planned. He reported that the procedure was an outpatient one and that the patient was sent home as normal.

Event description:
It was reported by the sales rep that during a shoulder procedure, they lacerated the tubing twice trying to install it on the pump. They also experienced inconsistent pressures and the shoulder extravasated more than expected. The procedure was delayed approximately 5 minutes. The case was completed with the same pump. Additional information received by mitek complaints on (B)(4) 2015: the sales rep reported that the joint space got a little tight but the surgeon was able to complete the procedure as planned. He reported that the procedure was an outpatient one and that the patient was sent home as normal.